Event description:
Reportedly, the tubing into the transducer was broken off. No patient injury was reported.

Event description:
Three days after coronary stenting the patient developed acute bronchopneumonia and expired. The event was determined to be related to the index procedure. The patient is a (B) (6) male who was enrolled in the (B) (4) study. The patient had two vessels with disease, only one was treated during the index procedure. The target lesion was the mid right coronary artery (rca). A cypher stent was successfully implanted. The patient was discharged the next day. Two days after the index procedure the patient returned to the ER with shortness of breath, fever, and cough. The patient was admitted and treated with medication. The patient was diagnosed with double pneumonia. The patient was intubated. A progress note from two days after the index procedure reported that a planned "lhc" (left heart catheterization) was canceled due to temperature of 101, noting that the placement of a coronary stent was planned. According to the progress note of the next day, the patient underwent ptca and placement of a non-study stent in the rca (location unknown). The patient expired the same day. The site initially reported that the event was not related to the cordis device or the index procedure. After further investigation the reporter indicated that the patient had a history of multiple co-morbidities, including copd. His condition worsened 3 days post-procedure with exacerbation of his chronic diseases as well as with development of an acute bronchopneumonia. While the cause of the death was non-cardiac (due to pneumonia and multiple organ failure), the procedure had contributed to the patient's worsened condition and subsequent demise and therefore cannot be excluded as a causal factor.

Manufacturer narrative:
No product return by customer.